Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. In this case, when the autopulse was used, the patient had already been continuously reanimated by several ambulance men. Autopulse was used when patient was transported to the cardiac catheter laboratory. Autopulse compressed 4-5 minutes and then stopped. Autopulse was restarted and initialized several times without being successfully employed. The patient was then continued to be reanimated manually and did not survive the reanimation. It is not clear whether the transportation team provided manual CPR during the trouble-shooting of the device. A trained user shall ensure that when the device is used, there should be no interruption that is longer than the ones that occur for a routine rescuer rotation. And the short interruptions are unlikely to negatively impact patient outcome. The cause of death is likely to be the patient's underlying clinical condition. Patient was not able to be revived by the combination of manual and mechanical CPR.

Event description:
During a prolonged cardiopulmonary resuscitation in the vehicle at the entrance of clinic, the autopulse was deployed. Thrombolytic therapy was administered. The patient was being transported to the heart catheter laboratory using the autopulse. Autopulse started promptly and was switched to the continuous mode in the same way as the previous reanimation process. After approx. 2 cycles (4-5minutes) the message "battery low" appeared on the display. After the battery was replaced and performed 3-5 compressions, the autopulse stopped and "reboot initialization" appeared on the display. It was possible to switch to the continuous mode at short notice, after no more than 5 compressions, the autopulse broke off again and had to be reinitialized. The autopulse was restarted and initialized several times without being successfully deployed. According to the customer, no error message appeared on the screen. The patient was manually resuscitated and did not survive the reanimation.

Manufacturer narrative:
The autopulse platform reported complaint of stopped compressions, displayed "low battery' and ua 2 were confirmed through archive review. The archive showed that the battery stayed in the autopulse longer than two days prior to use and was depleted, thus the autopulse displayed the low battery' message and stopped compression as a safety measure. The battery left in the autopulse for over 2 days indicates the battery maintenance is not being followed per the IFU. The ua02 (compression tracking error) is a symptom of a improper lifeband placement, which results in an imbalanced load. Visual inspection of the returned platform shows no physical damage to the platform. The initial functional testing was performed and passed without any issue or faults observed. The archive review showed ua02 (compression tracking error) occurred on the first compressions and warning 1-(low battery warning) recorded on the event. The battery sn: (B)(4) stayed in the autopulse two days prior to deployment on march 26, 2017. The battery capacity was depleted. The autopulse performed 75 compressions on a medium size patient and then stopped due to ua02 (compression tracking error) error message. Archive showed the user pressed restart to clear the fault, the device continues using with the same battery. The autopulse performed 89 more compressions and displayed the "low battery warning" message. The battery at that time completely depleted. As reported by the user, a new charged li-ion battery with sn: (B)(4) was inserted correctly and locked properly. The autopulse stopped after 3-5 compressions due to multiple ua02 (compression tracking error) and displayed "restart initialized" message on the screen. During functional testing, load cell characterization test confirmed that both load cell modules are within specifications. The test results showed that the cell modules does not contribute to ua02 (compression tracking error) error message. Unrelated to the reported complaint, functional testing identified that the brake gap of the platform was out of specification. The air brake gap was adjusted to remedy the issue. Once completed, the autopulse passed the final functional testing with no issue or faults observed. The brake gap will require adjustment overtime for the serviceable life of the autopulse. Unrelated to the reported complaint, the power distribution board was updated to remedy the fault 27 encountered during the run in test testing. The belt retainer and spring was replaced to remedy the issue. Li-ion battery s/n (B)(4) was returned to zoll and has been evaluated and passed all the tests. The battery was charged to full capacity and then used during the run-in test and performed for 32 minutes of run time. The autopulse has passed all the testing and meets all required specifications. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. In this case, when the autopulse was employed, the patient had already been continuously reanimated by several ambulance men. It is not clear why the transportation team did not abort the usage of autopulse or provide manual CPR during the trouble-shooting of the device. When the device is used as intended, there should be no interruption that is longer than the ones that occur for rescuer rotation. The cause of death is likely to be the patient's underlying clinical condition. Patient could not be revived by the combination of manual and mechanical CPR.